Manufacturer narrative:
(B)(4). Concomitant product(s):- unk allograft chip, lot 1319356. Unk allograft chip, lot 1311018. A 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length, lot 62376589. A 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length, lot 62719756. A 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length, lot 62671757. A 00630506040 liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell, 62531099. It has not been indicated the device will be returned for examination at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent hip revision due to acetabular loosening approximately five months post-implantation. Pelvic discontinuity was noted. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Risk associated with the reported conditions is addressed in tm modular acetabular cup dfmea rev 16 under lines 14, 22, 27, 29, and 30. A specific line cannot be identified since the root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.